Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (provided complete sample ID due to the characters exceeded the length that is allowed.) All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result generated on the alinity I processing module for an 83-year-old female patient admitted to the emergency room for dyspnea 10 days ago combined with a cough. The patient was diagnosed with bronchitis and put on antibiotics. The patient¿s medical background consists of having anticoagulated atrial fibrillation, chronic myelomonocytic leukemia and marginal zone lymphomas (in (B)(6) 2025 put on rituximab). On (B)(6) 2025, the customer was having issues qc level 1 for troponin-I. The customer recalibrated and reran a few patients. The customer reported everything was consistent except for one 83-year-old female patient generated a false positive alinity I stat high sensitive troponin-I result when retested. The following data was provided: on (B)(6) 2025, sid (B)(6). 1st result: 7.8 ng/l (released to the doctor) (customer¿s normal value: < 50 ng/l), 2nd run on (B)(6): 113.8 then 1366.4 ng/l (customer's pathological value: > 50 ng/l). The sample was sent to a subcontracted laboratory and results generated on the roche platform were negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72470ud00. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 72470ud00 was identified.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result generated on the alinity I processing module for an 83-year-old female patient admitted to the emergency room for dyspnea 10 days ago combined with a cough. The patient was diagnosed with bronchitis and put on antibiotics. The patient¿s medical background consists of having anticoagulated atrial fibrillation, chronic myelomonocytic leukemia and marginal zone lymphomas (in (B)(6) 2025 put on rituximab). On (B)(6) 2025, the customer was having issues qc level 1 for troponin-I. The customer recalibrated and reran a few patients. The customer reported everything was consistent except for one 83-year-old female patient generated a false positive alinity I stat high sensitive troponin-I result when retested. The following data was provided: on (B)(6) 2025, sid (B)(6). 1st result: 7.8 ng/l (released to the doctor) (customer¿s normal value: < 50 ng/l). 2nd run on (B)(6): 113.8 then 1366.4 ng/l (customer's pathological value: > 50 ng/l). The sample was sent to a subcontracted laboratory and results generated on the roche platform were negative. There was no impact to patient management reported.